Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 10-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had not used stim in over 3 years. They were getting the ins replaced with intellis ins. During battery replacement the lead was showing out of range impedances and no connection. They seated the leads in the connection ports and checked connectivity. Lead 0-7 was red and out of range. They tried reseating the lead two additional times and also switched ports. The lead continues to show red connections and impedances 40000 on all contacts. The lead remains in patient, but they avoided programming on that lead. The patient was happy with coverage using the other lead. The patient is alive with no injury.